Manufacturer narrative:
The insulin pump was received with a broken reservoir tube lip, broken battery tube threads, minor scratches on the display window, a scratched reservoir tube window, cracked case at the reservoir tube window corner and a cracked reservoir tube window.

Event description:
The customer called and reported her blood glucose was over 400 mg/dl and there was damage to the reservoir compartment of customer's insulin pump. The rim of the reservoir compartment was stated to be chipped, not allowing the reservoir to click in properly. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.